Event description:
The device was being utilized for routine monitoring of a non-critical pt. Reportedly, the device displayed dashed lines instead of the pt ECG when using a 4-wire cable. Monitoring was accomplished after replacement of the cable. The reporter stated there were no adverse effects to the pt.